Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that maybe 3 weeks ago they noticed an increase in leakage and residual urine. The patient mentioned that they got an MRI on may 7th and had MRI mode activated prior to the MRI, then therapy was turned back on after MRI mode was deactivated. The agent reviewed considerations for therapy optimization. The patient connected to the ins during the call and confirmed therapy was turned on. The patient increased amplitude and initially felt stimulation going down their left leg, then they confirmed they felt stimulation in the bicycle seat area after increasing the amplitude more. The patient noted that the stimulation felt a little uncomfortable but not too much, and they felt a little pressure when they leaned forward but the pressure went away when they sat back. The agent reviewed that the patient could decrease the amplitude, but the patient said they would maintain that amplitude and would adjust as they deemed necessary. The patient was advised to follow up with their healthcare provider if symptoms persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that a few days after the call, patient increased the setting higher as they still experienced their bladder symptoms (getting up about 3 times during the night and having leakage). However said that they started to experience pain and pressure in the left side of the vaginal area and thought they had a bladder infection. Patient said that went to urgent care and their urologist office yesterday and mentioned to their urologist and the urologist suggested that the setting may be too high for the patient as the last increase. Patient was directed to turn the stimulation off when patient arrived home, to notify "[manufacturer]" and then follow up with the urologist on (B)(6), which is their next appointment. Patient said that when turned stimulation off, the pain stopped immediately, and they said didn't consider that could be related to the adjustment patient made. Patient said the setting was at 2.0 on program 3. At the next appointment the healthcare provider (hcp) turned stimulation back on and adjusted to a different program. Patient was still getting up 3 times a night and having leakage. Patient services (ps) reviewed how to increase stimulation (stim). Patient was able to increase stim to a comfortable level. They were redirected to their doctor.